Manufacturer narrative:
Analysis found the proximal ends of the extensions were consistent with metal ion oxidation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a surgery for implantable neurostimulator (ins) replacement. It was almost impossible to remove the extension cables from the old ins. The extensions were "stuck" in the header. The new extension cables were needed because there was considerable force used to remove the old extensions. It was unknown what factors may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The issue was resolved at the time of the report. No further patient complication was associated with the event.